Event description:
Reporting status: serious injury/hospitalization/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the pt underwent stenting of the 1st ob mar and prox cx (both lesions pre-dilated) with three xience stents in 2008. Plavix was discontinued two days later. Three days later, the pt experienced chest pain and was re-hospitalized. The pt's cardiac enzymes were elevated and ECG findings were suggestive of a non q wave mi. The pt was diagnosed with an mi and stent thrombosis due to discontinuation of plavix. The pt was started back on plavix on hospital admission and underwent percutaneous coronary intervention to the om1 and mid lcx the next day. The pt was discharged sixteen days later. No additional event or pt information is available.

Manufacturer narrative:
The other two xience v coronary stent systems indicated in b5 and d11 are being filed under the same MFR number. Results and conclusion summation - angina, mi, and thrombosis are known risks of coronary stenting procedures, and are listed in the device IFU as potential adverse events. Possibly the reported angina, EKG/ECG changes, and elevated enzymes are secondary effects of the mi and thrombosis, which required ptci and hospitalization. A conclusive root cause for the reported pt effects, and the relationship to the device, cannot be determined. There is no indication of a product quality issue.